Event description:
During an acdf at levels c4-c5, tow of the holes in zero-p implant would not properly engage the screws, and the screws would not look correctly to the plate. The surgeon removed the zero-f implant and screws, and used new product to complete the procedure. Twenty minutes were added to the procedure. This is 4 of 4 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR number was not provided or identified; therefore, a device history record review could not be performed. The screw associated with this report was not returned; therefore, an evaluation could not be performed.